Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. No communication could be established between the device and the merlin programmer. The battery was removed and replaced with an external power source. The device interrogated normally with both inductive and rf telemetry. The device was tested and all device functions were normal. The original battery was reattached to the subassembly and the device was interrogated on the bench. The device communicated normally with both inductive and rf telemetry. The cause for the reported communication anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was difficulties in interrogating the device. Two different programmers were use with no success. It was found that the device had gone into a backup reset mode, and after that, the patient reported receiving a shock. The device was explanted.